Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (nvestigation findings).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (medical device problem code, type of investigation, component codes), h11 the failure analysis and testing department received the part unshielded pwr slot interface board with a reported unit failure of saline damages. The department performed a visual inspection using a microscope and the naked eye and found white residue saline spill on the received board. Due to the saline spill on the pcb board, it cannot be installed or investigated further. The part is being retained in the failure analysis and testing department per procedure.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4,b5,g6,h2,h3,h6 (type of investigation, investigation findings, component codes, investigation conclusions),h11. Corrected fields: d1, h6 (medical device ¿ problem code). A getinge field service engineer confirmed that the device is not powering up on batteries. The fse found dry saline in battery slot 2 and saline underneath the power slot board. Fse reported that as customer¿s abuse and it is not covered under the contract. Fse replaced the pcba, power slot interface - unshielded and screw kit cardiosave console cover and wiped up any dry saline. The device passed all functional and safety tests without any issues. Safety, calibration, and functionality checks to factory specifications.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had unit not seeing batteries and batteries are jammed in and can't be removed. Unit got shut down. Getinge field service engineer found dry saline and battery slot 2 and found saline underneath the power slot board. No harm or injury reported.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had unit not seeing batteries and batteries are jammed in and can't be removed. Unit got shut down. No harm or injury repoted

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.